Manufacturer narrative:
Concomitant medical products: product ID 977c265, serial# (B)(4), implanted: (B)(6) 2019, product type lead. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(4), ubd: 03-dec-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient had a lump at the inferior part of the spinal incision that causes discomfort. X-ray images led the md to believe that the strain relief loop of the lead tails was pushing into the scar and causing discomfort. Health care provider opened the spinal incision, sutured down and buried the lead tail strain relief loop, and closed the incision. Unknown if issue resolved.

Manufacturer narrative:
Concomitant medical product: product ID 977c265, serial# (B)(6), implanted: (B)(6) 2019, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that it was believed that the anchor suture had broken, which was causing the anchor and strain relief loop to push into the lower portion of the incision and cause discomfort. The md was able to re-suture the anchor down, as well as bury the strain relief loop laterally after undermining further from the spinal incision. After closing the incision, the area seemed to lay flat much better. So, visually, it appeared to resolve the problem. It is yet tbd whether the patient¿s discomfort will be resolved, and rep suspects they will know better after 2-3 weeks of healing.